Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's knee being too loose; the surgeon went from a size 9 to a 15 liner.